Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.

Event description:
Patient reports to ER status post revision 1. By x-ray, it was determined there was a periprosthetic fracture of a recently implanted short citation. The surgeon decided to fix with a restoration modular and cables using the posterior approach. The restoration modular was implanted per surgical protocol. Also cables were used to support and keep fracture reduced. A new 10 degree hooded liner was implanted to increase stability. A new head length was determined and implanted onto trunion.

Manufacturer narrative:
The patient is (B)(6). An event regarding periprosthetic fracture involving a citation stem was reported. The event was confirmed. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was received. Further information such as device return, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause.

Event description:
Patient reports to ER status post revision 1. By x-ray, it was determined there was a periprosthetic fracture of a recently implanted short citation. The surgeon decided to fix with a restoration modular and cables using the posterior approach. The restoration modular was implanted per surgical protocol. Also cables were used to support and keep fracture reduced. A new 10 degree hooded liner was implanted to increase stability. A new head length was determined and implanted onto trunnion.